Event description:
Customer's family member reported receiving inaccurate erratic readings. In blood glucose tests, customer rec'd readings of 247, hi (500+), and 84 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell in the 'c' zone showing the difference in values to be clinically significant. The customer's family member also reported that as a result of the readings, insulin dosing occurred. The pt suffered from hypoglycemia and emergency me3dical services were contacted. The pt was provided juice, glucose tablets, and glucose get to raise glucose levles.